Manufacturer narrative:
Device evaluation- the returned device was given functional testing. The returned device was confirmed to give a "motor rate error" alarm during occlusion testing. This alarm was determined to have been caused by wear on the leadscrew and clutch halves. Once the leadscrew, clutch halves and motor bracket were replaced the device passed testing. The reported issue was determined to have been caused by normal wear.

Event description:
It was reported that the device had a motor that was not running. No known adverse effects to patient.